Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation was confirmed as a posterior needle to cuff miss leading to a separation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, a posterior needle to cuff miss occurred. When then plunger was pulled, the cuff in the foot did not release, which led to a break of the anterior cuff. The damage to the cuff is symptom of separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H11 - additional manufacturer narrative: revised.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a venotomy closure of an unknown vessel using a proglide device after an interventional procedure with a small-bore sheath. Reportedly, with two proglide devices, a suture break was observed after removal of the plunger. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation was confirmed as a posterior needle to cuff miss leading to a separation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, a posterior needle to cuff miss occurred. When then plunger was pulled, the cuff in the foot did not release, which led to a separation of the anterior cuff. The damage to the cuff is symptom of separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Note: analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user.